Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported a particulate. The soluset was being used to deliver an unspecified medication. It was reported after the infusion was completed, a particulate was noted in the drip chamber. The particulate was described as a "white opaque particle". There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.